Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h10 additional information added to field h6 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the following led to the e315 error: conduction temporarily failed by influence of the invaded moisture from the leaking area. Internal charge coupled device unit was damaged by influence of some stress on the insertion tube and/or universal cord. The event can be prevented by following the instructions for use which state: "important information please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customers allegation. Additional findings were as follows: leaking from the ethylene oxide valve (eto); bending section cover (a-rubber) was removed for advanced diagnostics; image had intermittent flickering during angulation; insertion tube was crushed and had multiple dents; control body had fluid invasion and corrosion; light guide tube had a deep dent; scope connector had fluid invasion and a corroded body control unit and a leak from the eto valve. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope received a e315 (unsupported scope) error code. The issue was found during preparation for use. There were no reports of patient harm.